Manufacturer narrative:
The insulin pump was received with loose and protruded drive support disk, minor scratched display window and broken reservoir tube lip. The insulin pump had compromised force sensor system alarm during basic occlusion test due to loose and protruded drive support disk. No frozen screen noted during testing. The insulin pump passed idle current test, run current test and displacement test. The insulin pump was unable to perform self test, off no power test, unexpected restart error test, occlusion test, prime test, no delivery test due to compromised force sensor system alarm.

Event description:
The customer reported via phone call that they received compromised force sensor system alarm. The customer reported that the insulin pump was frozen. The customer reported that the insulin pump would not prime. The customer's blood glucose was unknown at the time of incident. The customer stated that the insulin pump was not dropped or bumped prior to the compromised force sensor system alarm. The customer stated that the drive support cap was flush. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.